Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracotomy, while the stapler was cutting the pulmonary artery, it got stuck on tissue. The surgeon was able to remove the device without causing injury to the pulmonary artery. The issue created an incomplete staple line at the central part. It was sutured by using a new reload. There was no patient injury.